Manufacturer narrative:
The reported event of oversensing was confirmed. As received, a complete lead was returned in two pieces. Electrical testing found an internal short between the inner coil and ring electrode conductors. Further analysis found the etfe cable coating of one ring electrode conductor cable to be abraded as well as the inner lumen and ptfe liner exposing the inner coil. The exposure of the ring electrode conductor cable and inner coil at the flattened region was consistent with the reported event occurring in the field.

Event description:
It was reported that during prophylactic device replacement surgery, the right ventricular (rv) lead was explanted and replaced due to oversensing. The patient's condition was stable following the procedure and there were no adverse consequences.